Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. Four devices were received for evaluation; 1 event was confirmed during testing. One device was found to be affected by wear and corrosion. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. One device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device overheated. Two reported events had no patient involvement; no patient impact. One event had patient involvement; no patient impact. One event had unknown patient involvement; unknown patient impact.

Manufacturer narrative:
Exemption number e2015055. One device was evaluated and the reported event was not confirmed; the device operated within specifications. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device overheated. Two reported events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. One event had unknown patient involvement; unknown patient impact.